Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line tubing during an unknown phase of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient stated they believe there was a hole in the patient line because a small puddle was coming from it. The fluid leak was not discovered in the pump module area or on the external of the cassette the patient was to cancel their treatment, reset up with new supplies, and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested, however; to date has not been provided.